Manufacturer narrative:
The reported complaint of catheter leak was confirmed during functional testing of the returned icy catheter (lot # 196563). During the functional pressure leak test, a bonding leak was observed at the distal end of the medial balloon of the catheter. The probable root cause of the reported complaint could be a latent defect in the bond. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the icy catheter with lot # 196563.

Event description:
During the maintenance phase of an ivtm therapy, after rewarming, the thermogard console generated an "air trap" alarm and the system went into standby mode. The nurse noticed an empty saline bag. Upon inspection, no leakage on the tubing was found, and there weren't any traces of liquid/saline on the patient's bed or the floor. The user performed a leak check following the IFU, and no red blood tinge was observed. The icy catheter (lot# 196563) was replaced to continue the treatment with the same console. No consequences or impacts on the patient.